Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's blood glucose had been elevated for the past three weeks, as high as 380 mg/dl. The patient alleges that her infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.